Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving 2,000 mcg/ml baclofen at an unknown dose via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that the patient fell on (B)(6) 2015 and had to have her catheter revised. The patient reported a cerebrospinal fluid (csf) leak and stated that she knows what that spinal headache feels like. When the patient fell there was a kink in the catheter. The catheter was replaced. No further complications were anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted:(B)(6) 2014 explanted: (B)(6)2015 product type catheter (B)(4) other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 2016-01-27, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the catheter was replaced on (B)(6)2015 after falling out of bed (kinked catheter) which resulted in a catheter revision. It was also reported the patient could not walk. No further complications were reported.